Manufacturer narrative:
Pr number: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery in the heartstart xl was unable to be charged. There was no patient impact.